Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead had high impedance. The rv lead remains in use and a revision procedure is planned. No patient complications have been reported as a result of this event.